Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4)

Event description:
This is report 1 of 2 for (B)(4). It was reported by the healthcare professional in china that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the 4.5 healix br anchor w/orthocord device was broken off, then removed all the broken parts. Changed to another one to continue the surgery, the same problem happened again. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4, UDI: the device manufacture date and expiration date were unavailable in the initial medwatch report. The dates and UDI have been updated accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary = the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the device was returned in its original package, the deployer and the anchor with the suture attached were returned for evaluation. The deployer does not show structural anomalies, the handle cover was missing. The anchor has foreign matter, presumably biological matter at the broken part near the distal end; therefore, this complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number: 226l800, and no nonconformances were identified. The possible root cause can be associated with off axis insertion and levering during insertion. However, it cannot be conclusively affirmed. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion may result in anchor fracture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.